Manufacturer narrative:
Media analysis: the device was not returned for analysis; however, fluoroscopic images were provided. The reported event was unable to be confirmed by the media provided by the site, as the fluoroscopic media did not clearly depict a failure of the device.

Event description:
It was reported that there were unretrieved device fragments. A 14x30 embold fibered detachable coil system was selected for use in the embolization of a splenic artery aneurysm. The anatomy was very tortuous. During the procedure, resistance was felt during advancement of the delivery wire through the direxion microcatheter. The physician did not attempt deployment, but while attempting to retrieve the coil to reposition, the delivery wire detached at the two white deployment markers. After detachment of the proximal release perforation on the delivery wire, the coil remained attached to the pull wire. There was difficulty retracting the pull wire. To complete deployment, the coil was pushed out with a non-boston scientific guidewire, and the microcatheter was removed. A fogarty balloon was inserted and inflated inside the 5fr diagnostic catheter to advance the coil as far inside the nest. The physician attempted to retrieve the pull wire from the sheath, but it broke off outside, so multiple attempts were made to push the pull wire outside of the microcatheter. Approximately 150cm of the pull wire remained inside the patient's body with the embold coil. The case was successfully completed with the pull wire remaining inside the splenic artery. No patient complications were reported.